Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and the plastic window is cracked. Functional testing was performed and could not be completed because the receiver would not boot up; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. Due to moisture damage, a complete investigation could not be performed. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the receiver screen was blank on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.